Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "stromal fibrosis with the presence of scant lymphocyte inflammatory infiltrate¿. Device has been explanted and replaced with another manufacturer's device. Total capsulectomy was performed.

Manufacturer narrative:
E1. Fax number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "stromal fibrosis with the presence of scant lymphocyte inflammatory infiltrate¿. Device has been explanted and replaced with another manufacturer's device. Total capsulectomy was performed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "stromal fibrosis with the presence of scant lymphocyte inflammatory infiltrate¿. Device has been explanted and replaced with another manufacturer's device. Total capsulectomy was performed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.